Event description:
This report is being filed after the subsequent review of the following journal article, acklin, y., stoffel, k. And sommer, c. (2013). A prospective analysis of the functional and radiological outcomes of minimally invasive plating in proximal humerus fractures. Injury, int. J. Care injured, 44, 456¿460. The authors conducted a monocentric prospective cohort study to evaluate shoulder function and radiological outcome using minimally invasive plate osteosynthesis (mipo) with synthes device, proximal humeral internal locking system (philos) for the treatment of proximal humerus fractures. From december 2007 to october 2010, 124 patients with proximal humerus fractures were treated with philos using a minimally invasive antero-lateral delta split approach. Complete prospective clinical and radiographic data were available for 97 patients for a minimum 1-year follow-up period. There were 39 men 57 women; mean age of the cohort was 62 years (range, 20¿87 years). The authors reported: secondary screw perforation (7.2 percent); avascular necrosis of the humeral head in eight cases (8.2 percent); and injury to the ventral branch of the axillary nerve with atrophy of the anterior boarder of the deltoid muscle, but the injury was without clinical implications (four cases). This is a reportable malfunction report for secondary screw perforation (7.2 percent). This report is for an unknown screw. This report is 1 of 2 for complaint com-(B)(4). A copy of the journal article is being submitted with this medwatch.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown screw. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.